Manufacturer narrative:
(B)(4). Date sent: 6/11/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a harmann¿s procedure, after firing, the device could not be removed. As the surgery was open surgery, the main body and the anvil were manually detached and removed. When the anastomotic site was checked, it was found that there was an area that had not been completely cut through. Background: second-stage dst reconstruction (sigmoid colon) after open hartmann's reversal 2-3 months ago. Transection during the harmann¿s procedure had been performed using a signia stapling system black cartridge. The previous staple line was punched out using the cdh25p during this procedure, but it seemed that the transection could not be done. The gap setting height was nearly at the green position. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.